Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced, however, the problem persisted. There was a broken wire found in the interconnect cable, and the backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a bad video controller board. No pt injury was reported.